Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: during analysis, it was noted that the cable was "bad" (damaged) and it was replaced to resolve. Follow-up stated that the head was found during maintenance at medtronic (B)(4) to have intermittent telemetry failure and the cable was replaced to resolve. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was returned for maintenance. It was further reported that during its preliminary service and analysis it was determined that its cable was damaged and it was replaced. The programmer head was returned for service. No patient complications have been reported as a result of this event. It was further reported in subsequent follow-up that the head had intermittent telemetry failure during a maintenance check and therefore the cable was replaced to resolve.